Manufacturer narrative:
Investigation is underway.

Event description:
As reported by the edwards lifesciences field clinical specialist, regarding a 23mm sapien 3 ultra valve successfully implanted in a pulmonic non edwards valve due to stenosis and regurgitation. The valve was post dilated with 2 extra ccs of volume as implanter felt that the inflow of the valve was under expanded a bit. After the post dilation a picture revealed moderate to severe central leak. Post dilated again with 22mm non edwards balloon at 14 atm without better expansion. A 22mm non edwards valve was implanted inside of the 23mm sapien 3 ultra valve.